Manufacturer narrative:
(B)(4). G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03538. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 9 months and 14 days post implantation due to a dislocation. There is no additional information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2024 - 00043.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920 - 2024 - 00043. Sections updated: b4. B5. G3. G6. H2. H10.